Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had an interface issue. The technical support specialist provided hl7 and examples for host side investigation. The customer confirmed that they have received the information and forwarded to their it for further investigation. The system functioned as intended after troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had an interface issue. The customer have multiple interface messages from meditech that filed incorrectly in pyxis. They were for multiple different patients and the med and patient that showed in pyxis were different than the med and patient that were in meditech. They were all entered within a 15-minute timeframe on 12/17 from 2100-2115. There were no adverse events or injuries reported based on this event.